Event description:
Pt admitted to hospital with acute cholecystitis and for a laparoscopic cholecystectomy. During the surgical procedure, a total of three clips were applied to the cystic duct by a ethicon clip applier. Before proceeding with dissection of the gallbladder fossa, the clips were inspected. The most distal clip on the cystic duct stump was found to be scissored and inadequate. The clip was removed and an endoloop was applied first with vicryl and then with pds making a total of 2 endoloops securing the cystic duct stump.